Manufacturer narrative:
B5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated to a low vault. The lens was later explanted. In a subsequent surgery, a new lens with the same parameters was implanted and the problem resolved. The cause of the event was reported as unknown. Claim # (B)(4).

Manufacturer narrative:
Correction: d6(a) - should be "unk" in the initial MDR. Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. H11 manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated to a low vault. The lens was exchanged for a same length lens and the problem resolved. The cause of the event was reported as unknown.